Manufacturer narrative:
Date rec¿d by MFR : 01mar2019. The customer reported that the power switch overlay was replaced and the issue was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator generated an alarm light emitting diode (led) failed error code. No patient involvement. Event date not specified; estimate used.